Event description:
This case was reported by a lawyer via a claim and described the occurrence of neuropathy in a female pt who received super poligrip (formulation unk) over a period of 14 years for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1995, the pt started super poligrip or fixodent (dental). In 2002, the pt was diagnosed with neuropathy. The claim stated "when fixodent and [super] poligrip are foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of severe neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually associated with excess zinc and copper depletion, permanent neurological and other physical injuries have already been suffered by the user." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).